Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that prior to implant, several unsuccessful attempts to rotate the helix were noted. The lead was not implanted. The patients condition was good.